Event description:
The customer reported a tandem mobi cartridge alarm and confirmed that it occurred during the loading process. There was no adverse impact to the customer's blood glucose level. Despite the issue, the customer successfully reloaded the cartridge and resumed insulin therapy on her own. Technical support educated the customer on the proper procedure for loading cartridges, which the customer understood and acknowledged. No further information was provided regarding any other alarms previously reported.